Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the ccd module objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module. In addition, we confirmed that the us connector body fluid damage, the us connector body broken, the suction channel buckled, the deflector wire stretched, the lg prong corroded, the lg prong top corroded, the lcb distal cover glass missing, the bending rubber leak, the us connector body leak, the us connector cable worn out, and the segment steel braid rupture; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.